Event description:
The MFR has been notified that a three year old pt underwent explant of a prosthetic valve due to tissue in the hinge mechanism. This operation was the second replacement of a prosthetic valve due to thrombosis for this pt. The pt is currently being tested for clotting abnormalities.